Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported the secondary infusion of flagyl was suspected to have backflowed into the primary infusion. They are alleging a check valve failure. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Additional information provided by customer.